Event description:
The dr claims that the graft was implanted for arterio-venous access and after implantation, redness was observed on the pt's arm, outlining the graft. The graft was left in. The procedure outcome was fine. The pt condition is fine. No further info is available.